Event description:
It is reported that the patient has an intolerance to the band post op a laparoscopic adjustable gastric band procedure. The surgeon reported that there were no problems during band implantation. The patient experienced difficulty eating and gastric discomfort and could not get use to the band. The patient had one band adjustment/fill. As a result, the patient wanted the band removed. The surgeon indicates this can sometimes happen. The patient is fine.

Manufacturer narrative:
Date sent: 11/16/2009. Information anticipated, but unavailable at this time.